Manufacturer narrative:
The event occurred in (B)(6). The batch for the device was unreadable. The investigation showed a broken latch at the drive shell which caused the reported failure. This failure is caused by extensive use ofer a long time frame or by use error such as dropping the device.

Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. No accidental stick occurred. No adverse event reported. The product has been returned to the manufacturer.